Event description:
It was reported, that the patient presented in the emergency room for a device check. Upon interrogation, the patient's right atrial lead exhibited very low impedance. A chest x-ray found that the lead had a suture through the insulation. The lead was removed and replaced. The patient was discharged post procedure.